Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 588 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer stated that in the morning the blood glucose was 118 mg/dl, took manual injection as it was high last night. Customer then stated that the ankles were swollen and when tested the blood glucose was 317 mg/dl. Customer then tested the blood glucose 11 times in the morning and the blood glucose was 245 mg/dl and 283 mg/dl, later took a shot and the blood glucose was 118 mg/dl. The insulin pump will not be returned for analysis.